Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited ?no disposable pump won't run" alarm with air bubbles noticed in line in cassette. No patient injury reported.